Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 500 (mg/dl). Customer administered a correction bolus to treat bg level, and was later admitted to the hospital. While in the hospital, customer was treated with intravenous insulin and fluids. Reportedly, customer was pregnant and also underwent an emergency caesarean section procedure due to the elevated bg levels. Customer was still in the hospital at the time of the initial call. Multiple attempts were made to obtain further information; however, no additional information was provided on the reported event.